Event description:
The customer reported the red malfunction over the operating system is now illuminated. It was unknown if the issue occurred during patient use, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the red malfunction over the operating system is now illuminated. Additional details have been requested. It was unknown if the issue occurred during patient use, but no adverse event to patient or user was reported.